Event description:
The customer contact reported no suction. Prior to pt use during the testing of the suction set-up, the healthcare professional noted no suction. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.